Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 300 mg/dl to 600 mg/dl at the time of incident. Customer stated the other blood glucose value was 234 mg/dl, 346 mg/dl, 163 mg/dl, 361 mg/dl, 157 mg/dl, 118 mg/dl. Customer treated with insulin pump and manual injection. Customer had using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated the drive support cap appears normal . Customer declined troubleshooting. The insulin pump will not be returned for analysis.